Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device. A customer reported encountering a "check again in 10 minutes" error message with the adc device and the customer was unable to obtain glucose readings. The customer experienced unspecified symptoms and was able to self-treat, however details were not provided. There was no report of death or permanent impairment associated with this event.